Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported syringe 10ml ls 21ga 1-1/2in tw had a crack and leaked during use. This occurred on 2 occasion. The following information was provided by the initial reporter: cracks and leaks at the needle junction.

Manufacturer narrative:
H.6. Investigation summary one photo and two samples were received by our quality team for evaluation. Upon visual inspection, it was observed that one of the returned needle assembly samples had a short mold defect; therefore, the incident could be verified. A device history record could not be evaluated as the lot number is unknown. A machine history record could not be performed either. However, the probable root cause of the short mold could have happened on the machine start-up. The start-up material should purge and it is suspected that the material purging was not enough during machine start-up. Hence the shot mold needle hub escapee to next process. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported syringe 10ml ls 21ga 1-1/2in tw had a crack and leaked during use. This occurred on 2 occasion. The following information was provided by the initial reporter: cracks and leaks at the needle junction.